Event description:
It was reported that the patient developed a possible infection on the midline incision. Symptom of protrusion was noted with opening at the top of the incision. It was also reported that the patient has been picking at the incision site since surgery and peeled off the dermabond. The patient was placed on antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(6), batch: (B)(6).